Manufacturer narrative:
(B)(4). Event is still under investigation. A final report will be submitted upon our completed investigation.

Event description:
On (B)(6) 2014, a drainage catheter was placed in a (B)(6) male pt with cholecystitis. After 17 days of drainage, an attempt was made on (B)(6) 2014 to remove the drainage catheter. However, the attempt was not successful as it was noted the drain was broken. A section of the device did remain inside the pt's body. The product caused the need for add'l procedure. Add'l info provided info provided by regional manager (B)(6) 2014: the hosp was contacted again and the head nurse provided info from the pt's file: chronological dates: (B)(6) 2014: duan catheter placed with lot number 3852985. On (B)(6) 2014: pt back in angio suite for check up with contrast, catheter still in situ. On (B)(6) 2014: pt back in angio suite, catheter broken, cannot be removed by ir-tea. On (B)(6) 2014: pt into surgery where remains of catheter was removed.